Manufacturer narrative:
Concomitant medical products: microclave connector; 50 ml hospira, lot: 65-002-jt, exp: 1 may 2018, 5% dextrose, therapy date: (B)(6) 2017. (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that when the clinician was preparing to hang a 50 ml secondary chemo infusion that was connected to 250 ml of an unspecified solution was noted to be leaking about 5 ml from the texium component of the secondary tubing onto the side table of the patient's chair. There was no patient harm.

Manufacturer narrative:
Correction on initial report: disregard file, it was determined that this file is not reportable.